Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation but has not been received. If the device is received, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm caused by this issue.

Event description:
The lantern unit's accuracy was called into question for the femoral cut. The surgeon corrected intra-operatively.